Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.

Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port on the catheter separated from the catheter handle. The catheter was replaced with another and the procedure was completed with no consequences to the pt.